Event description:
Follow up information identified the patient underwent revision of the ipg pocket site on (B)(6) 2018. No product was explanted, nor implanted. Postoperatively, the patient was able to charge the ipg, resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that the patient experienced charging difficulties and pain at the ipg site. The patient needs to lay down to charge the ipg, otherwise the paddle will not communicate with the ipg. When the patient lays down, the ipg site is painful. The physician determined by palpating the ipg site that the ipg is not flush with the skin, but instead is at an angle. As a result, the patient may be awaiting pocket site revision.